Manufacturer narrative:
The device was returned for analysis. A visual inspection confirmed the reported of a kinked cannula. Evidence suggests the cause of the cannula kink was due to cardiopulmonary resuscitation (CPR) during pump insertion.

Manufacturer narrative:
The impella device has not yet been received, but is in en-route to our facility for analysis. A supplemental MDR will be filed upon a completed investigation.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support. Resistance was reported when sliding the pump over the guidewire, resulting in a kink to the wire and cannula. Both were removed, however, balloon insertion was required to relieve the kink in the pump's cannula so it could be safely removed. There was no injury sustained as a result.